Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose was 600 mg/dl at the time of the incident. The customer states the insulin pump was exposed to moisture from rain. The customer also stated they believe the insulin pump was under delivering. Troubleshooting for the high blood glucose was not performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis.

Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No blank display anomaly noted during test. No moisture damage on the lcd board, mother board, interface board, radio frequency board, motor, vibrator motor and battery tube assembly during visual inspection. (B)(4).